Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot#: j0225580v, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: lead. Product ID: 748240, lot#: nhu092361v, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3389-40, serial/lot #: (B)(4), ubd: 10-sep-2006, UDI#: (B)(4). Product ID: 748240, serial/lot #: (B)(4), ubd: 26-apr-2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient when reporting an unrelated event that they no longer had an implantable neurostimulator (ins). When technical services (ts) attempted to clarify with the patient, they stated they still had their ins and they could not have it explanted. Ts again attempted to clarify, and the patient stated they had the device explanted due to infection. An additional attempt for clarification resulted in the patient stating they had their device explanted twenty days ago, which was given as the date of the infection. They stated the infection had been at the implant site. It was attempted to gather further details, but the patient stated it had "already been taken care of." The patient was unclear. On 2020-02-13 additional information was received from the healthcare provider (hcp). It was clarified that the left ins, extension, and lead had been explanted (B)(6) 2018 due to infection and skin breakdown. Following explant, everything was resolved and there were no additional patient complications. The left system was not re-implanted and the right side was still in use.